Event description:
Follow up information received reported that the patient continued to receive good therapy coverage, no further interventions were needed at the time of this report. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Lead: model 3778-75, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3778-75, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708140, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708140, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Antenna: model 37092, lot#263630002. Programmer: model 37743, serial #(B)(4), recharger: model 37752, serial #(B)(4).

Event description:
It was reported that the patient was unable to adjust their stimulation on their implantable neurostimulator (ins) and observed a "call your doctor" icon with a message of out-of-regulation (oor) was seen on their programmer when trying to increase the voltage. The patient had a previous oor in (B)(6) 2011 and another within the last few days. The patient had one lead programmed as anodes and the other lead programmed as cathodes. Her settings were noted as running at 6 to 7 volts, 450 with an unknown rate. Stimulation and recharging were going well for the patient. In an attempt to reduce demand on the ins, the number of electrodes used was reduced but did not cover the patient's pain needs. Three days later, another oor condition was observed. The patient met with company representative at the hospital to check the ins and for reprogramming. Impedance measurements showed electrode #0 had an open circuit and that combinations of electrodes 6 <(>&<)> 14 and 7 <(>&<)> 15 had short circuits. Electrodes 6, 7, 14, and 15 had values in the 8000 ohms range (high normal). Values for the other electrodes were in the 700 to 900 ohms range. The patient was reprogrammed with program a1 (8.1 volts, 1000 us, using electrodes 5 <(>&<)> 13 positive, 1 <(>&<)> 7 as cathodes) and b1 (5.2 volts, 900 us). It was reported that the patient now felt their stimulation appropriately. Following the reprogramming session the patient was leaving the hospital when she passed out and lost consciousness. It was noted that the patient had the ins device implanted for migraines and to help prevent the patient passing out from same. The patient was evaluated at the hospital and released. Her physician and family were notified of this event. Additional information was requested, but was not available at the time of this report.